Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a pt. Test date: (B)(6) 2011. Two tubes drawn, one tested on I-stat, the second tested in the lab. I-stat: result 0.12, time 18:16; dade rxl: result 0.02, time 19:19. New sample drawn and tested in the lab: dade rxl: result 0.00, time 20:22. The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 02/16/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.